Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7, noting a discrepancy between fingerstick blood glucose at 280 mg/dl and sensor glucose at 260 mg/dl, and had discontinued bolusing at dinner per clinician guidance due to nocturnal lows; the ilet battery was depleted and a factory reset was performed after consultation with a clinician, with subsequent transfer to clinical support. Customer care provided support that included a factory reset and review of cgm pairing. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with contributing factors potentially including cgm sensing concerns, depleted battery status, and recent interruption of ilet use. No clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and user education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.